Event description:
A malfunction in the customer's insulin pump was reported, with no notable events occurring beforehand. There was no adverse impact to the customer's blood glucose level. The customer reverted to manual injections for insulin therapy.